Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("tooth lost"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the tooth loss was resolving. The reporter considered medical device removal and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: essure removal, tooth lost. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("tooth lost"), abdominal pain upper ("stomach too"), uterine pain ("uterus is going to rip its self out of my body") and contusion ("bruise black and blue from the inside out"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the tooth loss was resolving. The reporter considered abdominal pain upper, contusion, medical device removal, tooth loss and uterine pain to be related to essure. The reporter commented: patient get those, really bad for few days before her cycle and during my cycle and so for about 10 days very mouth. It's terrible, feels like my uterus was going to rip its self out of her body while we all watch it do that to her stomach. Literally bruise black and blue from the inside out. Concerning the injuries reported in this case, the following one/ones were reported via social media: essure removal, tooth lost, abdominal pain upper, uterine pain, contusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event - stomach too,uterus is going to rip its self out of my body, bruise black and blue from the inside out and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced tooth loss ("tooth lost"), abdominal pain upper ("stomach too"), uterine pain ("uterus is going to rip its self out of my body"), contusion ("bruise black and blue from the inside out") and ovarian cyst ("ovarian cyst") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed. At the time of the report, the medical device removal, weight decreased and ovarian cyst outcome was unknown and the tooth loss was resolving. The reporter considered abdominal pain upper, contusion, medical device removal, ovarian cyst, tooth loss, uterine pain and weight decreased to be related to essure. The reporter commented: patient get those, really bad for few days before her cycle and during my cycle and so for about 10 days very mouth. It's terrible, feels like my uterus was going to rip its self out of her body while we all watch it do that to her stomach. Literally bruise black and blue from the inside out. Concerning the injuries reported in this case, the following one/ones were reported via social media: essure removal, tooth lost, abdominal pain upper, uterine pain, contusion, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event added: "lost weight", new reporter added. Fu 4 an d 5 processed together. On 23-mar-2020: social media received. Reporter's information added.event: ovarian cyst were added. Fu 4 an d 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.